Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic esophagogastrectomy, an (B)(4) device was in use with the generator and the generator provided end tones, indicating completed seal cycles. Oozing was noted where sealing had been attempted. The surgeon introduced a new generator and completed the procedure with no further difficulties using the same handpiece. The site has indicated the incident handpiece was discarded after the procedure. There was no patient injury.